Event description:
It was reported to philips unit experience error code consistent with backup alarm failed. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer states the unit is giving error code consistent with backup alarm failed. The customer is requesting troubleshooting. The philips remote service engineer informed the customer that with an error code consistent with backup alarm failed, the first board that is recommended to replace is the motor controller (mc) board. The customer states he has a replacement mc board on hand and will attempt to replace it. The customer states he has a replacement board and will attempt to replace himself. The customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.